Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. The bolus cord was returned to the biomedical engineering department from an unspecified nursing unit with a report of the bolus cord did not deliver when the bolus button was pressed. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. The customer contact reported that a replacement bolus cord was available; therefore, the bolus cord was replaced and the therapy was resumed. There was no report of any adverse pt effects and no reported delay of critical therapy while the device was in clinical use. No medical interventions were reported. Though requested, no additional info was provided.